Event description:
This involves a patient who sustained a hip fracture and was undergoing insertion of a gamma nail. As the gamma nail package was being opened an inspection revealed the inner packaging had a hole in it. The hole did not appear to be caused by a puncture by the gamma nail or related to mishandling of the packaging.====================== health professional's impression======================there was a hole in the packaging which rendered the gamma nail unsterile.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.(gender) information was not provided.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.